Event description:
It was reported that 8mm force bipolar instrument had an exposed cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the cable issue was identified during central processing. The cable was intact however, it appeared to be loose. The cable was not broken into half. The instrument was inspected prior to use with nothing out of ordinary to be observed. The instrument was returned to isi for evaluation. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.